Event description:
The patient stated that for 24 hours on (B)(6) the patient's blood glucose levels did not decrease in response to bolus doses. She said she continued to check her blood glucose and bolus but her blood glucose levels did not respond to bolus doses. She went to the hospital that day and her blood glucose levels were reportedly in the 700 mg/dl range. She was hospitalized for five days. She could not give any more detail regarding the hospitalization as she did not remember. The patient said the pump had a crack in it. The battery cap was last changed four to six months prior to the issue. The patient reportedly does not clean the pump. The medical surveillance specialist was able to reach the patient. She said the battery compartment crack did not cause the pump to lose power however she did not remember any detail about pump therapy or whether she changed any habits prior to her admission to the hospital.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Visual inspection revealed that the battery compartment is cracked; there was evidence of corrosion observed inside the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A cracked battery compartment is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.